Event description:
It was reported that the patient's blood glucose (bg) levels rose to 23.2 mmol/l (417.6 mg/dl) while wearing the pod between 4 and 24 hours. When the pod was removed from the insertion site (abdomen), the patient noticed that the pink slide did not move forward, indicating a needle mechanism failure had occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received fully deployed. The downloaded data shows the device completed the first and second priming sequences as well as operated normally until it was deactivated at pulse 997. No timeouts or drive stalls were observed in the device data. The needle mechanism, environmental seal, and bottom housing were inspected and no damages or abnormalities were observed that could contribute to a needle mechanism failure. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. No damages or defects were observed with the device that would result in a needle mechanism failure.